Event description:
A consumer reports that, following cataract surgery, consumer has been experiencing poor dimensional vision. This is most noticeable at duck and has been described as everything flattening with highs and lows disappearing.

Event description:
Add'l info provided by the surgeon stated that the visual effects described by the pt occur in the right eye and began immediately following implantation of an intraocular lens. The surgeon prescribed a -0.50 soft contact lens for the affected eye. Best va prior to implantation was 20/50 and was reported to be 20/25 on 09/02/1999.